Event description:
Initially reported to operating room technician (ort) that the tip had broken off the outback re-entry catheter in use for the procedure while the catheter was in the patient. At that time the tip had not been located. The surgical team was performing the procedure under fluoro and the attending physician stated the he was confident the tip was not left inside the patient. At the end of the case, the tip was located inside the access sheath that was being employed at the time the catheter tip broke off. The tip is visible within the sheath when viewed under fluoro confirming that the tip of the catheter was not left inside the patient.